Event description:
A surgeon reported that the probe failed to cut during a vitreoretinal procedure. The issue was resolved by replacing the probe. There was to harm to the pt. Additional information has been requested.

Manufacturer narrative:
A sample has been requested; however, it has not yet been received by the manufacturer. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).